Event description:
The customer reported the autopulse platform (sn (B)(4) would not maintain continuous compressions. No visual damage was observed. No additional information is available. It is unknown when the problem occurred. However, patient use information was requested but no additional information was provided.

Manufacturer narrative:
The reported complaint of "the autopulse platform (sn (B)(4) would not maintain continuous compressions" was confirmed during the archive data review but was not confirmed during functional testing. A review of the archive showed one incident of the device stopping compressions near the event date. The platform displayed user advisory (ua) 17 (max motor on-time exceeded during active operation) error message, likely related to the size and stiffness of the patient's chest during compressions. No malfunction was found during testing at zoll, and the autopulse platform functioned appropriately and as intended. During visual inspection, unrelated to the reported complaint, it was observed that the encoder drive shaft does not rotate smoothly and exhibits binding and resistance. The root cause was the sticky driveshaft clutch area, which is usually caused by sharp edges from all 12-hex edges of the armature plate, or due to burrs on the clutch rotor's surface likely attributed to normal wear and tear. The sticky clutch's impact was not severe enough to make the platform non-functional. The clutch plate was deburred to remedy the problem. A review of the archive data log file indicated there was an incident in which autopulse stopped compression to user advisory (ua) 17 on (B)(6) 2023. This was the last time the platform was used by the customer. According to the archive, the motor was on too long during active operation. The autopulse did not reach the target depth within the specification. The take-up target and the encoder take-up end values indicate the patient chest circumference was large in size and very stiff to compress. These factors might have contributed to the device's stopping compression. The autopulse platform passed the initial functional test without any fault or error. The customer reported complaint and (ua) 17 observed in the archive were not reproduced during the functional testing. The platform was tested with the large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. Following service, the autopulse platform passed the run-in test without any fault or error. The autopulse platform passed the final testing without any fault or error.

Manufacturer narrative:
H6 (adverse event problem) was corrected.